Manufacturer narrative:
Physio-control replaced the device's system pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and thermal sensitivity of single board computer crystal designator sbc-y1 was determined to be the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device would not complete boot-up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete boot-up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.